Event description:
It was reported that an inpatient had the device 'insitu' for seven days, however, once the pt stabilized, the clinicians were unable to remove due to the inflation/deflation port absence since (B)(6) 2015. It was advised to cut the device tubing on (B)(6) 2015, allowing the balloon to drain and it was removed with no problems or trauma to pt. The pt was scoped following removal and no issues or problems were found. It was further reported 'it was confirmed that the kit had been intact on insertion as the correct amount of fluid had been used to inflate the balloon at the time and the tubing appeared to be crumpled from where the clamp had been used; and it looked like the port had been cut off.' There had been leakage from the balloon since removal of the port and testing had revealed that it was still inflated. There was a slight amount of bypass fluid observed on (B)(6) 2015, but not above expected limits and there was no pain or bleeding noted.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional info has been requested. Should additional info become available, a follow-up report will be submitted.